Event description:
IV cath , opened package and ready to use for IV restart on one (1) month old female. Noted damage to catheter as sheath of catheter frayed. Defect noted prior to usedevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: manufacturing. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded, other. The device was destroyed/disposed of.